Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02875. It was reported that the patient experienced an infection. The infection was originally in the pocket, but travelled to the lead site. The patient had an explant for this issue and an abscess near the incision site (related manufacturer reference number: 1627487-2019-08390). During the explant, patient had cultures taken, which came back negative.

Event description:
Additional information received indicated patient is currently on IV antibiotics and is in a rehabilitation facility.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that patient has been released from the extended stay care and infection has resolved.